Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and also insulin pump was not delivering insulin. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer also stated that the scroll bar was not moving with no input. Customer discontinue troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All the buttons functioned properly and no moisture damage on keypad traces or bolus stopped alarm noted during testing. Keypad connector was fully locked. (B)(4).